Event description:
Patient's status pot lcp plate implantation, returned to surgeon's office after a car door hit his leg. An x-ray showed the plate was broken. Surgeon removed the hardware and revised to im rod.

Manufacturer narrative:
Additional information has been requested. The investigation could not be completed, no conclusion could be drawn, as no product has been returned. A device history record review has been requested for the subject device.